Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted (intra-uterine). On unknown dates she experienced back pain (seriousness criteria medically important and intervention required), myalgia ("muscle pain"), neuralgia ("nerve pain"), depression ("depression"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia / fibro flare") and raynaud's phenomenon ("primary raynaud"). The patient was treated with surgery (total hysterectomy). The reporter considered anxiety, back pain, depression, fibromyalgia, myalgia, neuralgia and raynaud's phenomenon to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 04-jul-2022: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), neuralgia ("nerve pain"), depression ("depression"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia / fibro flare") and raynaud's phenomenon ("primary raynaud"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2021. The reporter considered anxiety, back pain, depression, fibromyalgia, myalgia, neuralgia and raynaud's phenomenon to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted (intra-uterine). On unknown dates she experienced back pain (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), myalgia ("muscle pain"), neuralgia ("nerve pain"), depression ("depression"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia / fibro flare"), raynaud's phenomenon ("primary raynaud") and dysmenorrhoea ("dysmenorrhea (pre and post-operatory diagnosis)"). The patient was treated with surgery (total hysterectomy) and non-drug therapy (total hysterectomy laparoscopic). At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, back pain, depression, fibromyalgia, myalgia, neuralgia and raynaud's phenomenon to be related to essure administration. No causality assessment was received for essure with regard to dysmenorrhoea or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): [cystoscopy] on (B)(6) 2021: normal bladder without defect, trauma, or foreign material. Bilateral ureteral jets urine noted. [Pathology test] on (B)(6) 2021: cervix: squamous metaplasia, nabothian cysts; endometrium: proliferative endometrium; myometrium: adenomyosis; fallopian tubes: benign paratubal cysts; serosa: fine adhesions. Gross description: uterus and cervix: specimen organs/tissues: uterus and attached fallopian tubes; uterus, cervix, bilateral fallopian tubes, essure implants; entire specimen weight: 80.5 g (after fixation); uterine corpus/cervix weight: 84.1 g; uterine corpus/cervix dimensions - 8.2 cm cervix to fundus 4.6 cm cornu to cornu, 3.0 cm anterior to posterior; cervix: ectocervix: tan-pink and shiny; endocervix: tan-pink and granular. Small uterus, normal ovaries, tubes, anterior and posterior cui de sac. Perihepatic adhesion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: new reporter (health care professional), new adverse events (dysmenorrhea and pelvic pain) and lab datas were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.